Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg site that was spreading to the leads. The patient was given a PICC and IV antibiotics. Subsequently, the device was explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has returned home, will be on antibiotics, and there have been no reports of further complications regarding this event.